Manufacturer narrative:
A procedure delay occurred due to the reported event. During the time of the reported event, the table top was slid towards the head section. The operator manual states (pp. 1-1), "center tabletop over column before transferring patient on or off of table." A steris service technician arrived onsite to inspect the surgical table and found one of the floor lock feet to be broken off and another one to be damaged. The technician repaired the surgical table, tested it and found the table to be operational. The surgical table was returned to service and no additional issues have been reported. The steris service technician made user facility personnel aware of the importance of centering the tabletop before transferring a patient.

Event description:
The user facility reported that when a patient was being transferred onto the surgical table, the table began to tip. No report of injury.